Manufacturer narrative:
The device was returned for investigation and received by essential medical. The device was decontaminated then visually inspected for non-conformance's. No non-conformities were identified. The patient was reported to have difficult anatomy (pre-existing pseudoaneurysm and circumferential calcification). The IFU was reviewed and confirmed to list in the warnings: do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel >50% diameter femoral or iliac artery stenosis. Vessels with significant calcification have been known to tear in unpredictable manners making it difficult for the manta device to create a hemostatic seal as intended. Additionally, it was noted that the user experienced difficult initial procedural sheath insertion. The IFU instructs to not use manta if there is difficult dilation from initial femoral access while step dilating up to the large-bore device due to scar tissue which may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during puncture location procedure. It cannot be determined the cause of the device(s) pulling out; however, the root cause is likely due to the hostile anatomy conditions and deviation from IFU instructions. The document history was reviewed, and no non-conformities related to this event were found. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists access site complications leading to bleeding as a possible adverse event. An investigation has been opened and remains in process to review the returned device delivery system, risk documentation, and case imaging. Due to no lot number being reported the device history records of all possible lots sent to this site will be reviewed.

Event description:
A tavr procedure was performed on a male patient on (B)(6) 2019. Two different mantas were deployed for closure. Both manta devices pulled completely out of the patient. The access site was closed after these pull-outs using three other vascular closure devices. Hemostasis was confirmed via angiogram from two projections. The patient was reported to be "fine" following the procedure.